Event description:
According to MFR rep: "caregiver was getting the resident out of parker tub using sara 3000. Lift slid backwards (due to water on floor) leaving pt suspended in air. Her knees were close to footrest. Three staff members lower lift and one of caregivers hit her leg on footrest causing her fracture."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc (1419652) on behalf of the MFR medibo medical products (B)(4). Trend review: during the review of reportable complaints we found this to be an isolated occurrence due to the indication of there being a wet floor. Further review shows that apart from this indication 19 cases with similar result description (fractures) were found: (B)(4) - related with this investigation. In (B)(4) of all found cases the issue was related with use error (pt not properly assessed prior the lift usage - pt lost consciousness, fracture caused by osteoporosis, pt agitated, raised arms; wrong sling used, sling safety strap not attached, etc.). The serial number (B)(4) was manufactured by medibo in 02/2007. From (B)(4) 2010 to (B)(4) 2012, medibo and ahp manufactured about 9600 lifts 'sara 3000'. With the amount of sold devices and with comparison to the daily use of them there is no particular trend observed for reportable complaints with this failure mode on sara 3000. Root cause analysis: lift was not returned to ahp, device examination done by arjo rep is described in the incident description form attached to the complaint and found to be conclusive: sara 3000 found to be in overall good condition, except torn handgrips. All functions work according to specification. The exact sling used during the event can't be found. It was indicated that the device was unavailable because: no defects found, device in use (facility reported to ahus qa during initial notification that it was still in use because they didn't find anything wrong, but wanted an ah tech to look also). Based upon the course of events reported the most probably initial cause of a pt bone breakage might be related with wrong lift usage, not according to intended use. To elaborate: when the IFU is followed the person in the bath would have been evaluated before use a sara 3000. If evaluated to be suited, the person is positioned towards the lift device. After that the sling is applied to the person. The lift is brought to the person and the person's feet are placed on the foot support. Then the knees are brought into contact with the knee support. It is then evaluated if the knee support straps are needed for the transfer, or do not need to be applied. Finally, the sling clips are attached to the lifting arm lugs and the lift is pulled back somewhat to make sure that the sling straps are under tension. This ensures a good body position with the sling in the lower back area of the person to be lifted. After this preparation, the person is raised to standing position. The feet of the person are in the exact center of all four corners (castors) of the sara 3000. This means that the center of gravity is slowly moving towards the center of the lift. At this point no sideways pressure of any significance is exercised on the lift castors (wheels). From the problem description it appears that the lift slid backwards and that this is ascribed to there being a wet floor. This seems unlikely to have occurred while the IFU was followed due to the abscence of any significant sideways forces that can cause such a slide during the correct use. For there to be any quick shift in balance of the sara 3000, the person being lifted must exercise force, such as uncontrolled movements, on the lift during lifting. It is then described that the pt was suspended in the air. Despite our best efforts we have not been able to establish what that is supposed to indicate, but during the transfer procedure as described in the IFU, the person would be supported by the foot support at their feet, by the knee support at the knees, by the sling at their back (taking most of the weight) and at the handgrips. Therefore the person would be supported while not having achieved full standing position, but not 'suspended in air'. This description may point to the sling not having been applied at all. It was then indicated 3 staff members lowered the lift and one of them hit the pt leg on the footrest causing a fracture. When following the IFU, in an emergency situation there are control features present to help control the situation. Any actuated lift movement can be stopped by the emergency stop button and the person can be lowered to a safe seated position by using the emergency lowering device. This will very slowly bring the person back to a seated position, while the person is suspended in the sling. The description that the pt hit her leg on the footrest - which is where when following the IFU the feet would be on top of and therefore when following the IFU it would be impossible to hit with the leg-again seems to point to possibly no sling being used and certainly the IFU was not followed. In conclusion it appears: unlikely that when following the IFU the lift can slide, even on a wet floor. Even when sliding the person in the sling would be perfectly ok while supported by lift and sling. Even if the person was not evaluated as indicated in the IFU and found herself in an uncomfortable or painful situation somehow, the lift is equipped with features that allow the pt to be safely be returned to a seated position, that a person suffering a broken bone simply - as per the description - from hitting the footrest was not suited to be lifted with a sara 3000. Therefore, it can be suggested that there is no deficiency with the device and that a number of use errors caused the event, the most relevant use error being a failure to evaluate the person to be transferred before use. Intended use of sara 3000 lift device is stated in the IFU: 'sara 3000 is a mobile raising aid, with a safe working load of 200 kg (440 lbs), intended to be used for raising to a standing position and short transfer of residents (e.g. Raising from bed and transit to wheelchair, or from wheelchair to toilet) in hospitals, nursing homes or other health care facilities where the resident has been clinically assessed'. It is recommended that the facility advise their caregivers' to use the lifter according to the intended use stated in the IFU. Additionally, it is advised that all related staff will re-read or be re-trained from the instruction for use. Final conclusions: we have been able to theoretically duplicate the failure mode of this event. There is no particular complaint trend with this issue, in fact when taking into account the issue of the wet floor this can be seen as an isolated occurrence. We have not been able to find any contributing mfg anomalies. We find this complaint to be reportable to the competent authorities. We have found the lift was being used for pt handling at the time of the event. The sara 3000 lift and sling was not the root cause of the event. We have found that lift met its specification at the time of the event.